Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during deployment of a 23 mm sapien 3 valve in the aortic position via trans-subclavian approach, blood in the atrion was noticed/potential hole in the balloon. Post dilation of the valve was performed with another system. The deployment of the valve was good. There were no injuries to the patient. The commander delivery system with the issue was discarded. The patient had calcified native annulus and calcified native leaflets.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. In addition, no photographs, videos, or imagery was provided for evaluation. A device history review (DHR) was performed and did not reveal any issues that could have contributed to this complaint event. A lot history review was performed and revealed no additional complaints relating to balloon ¿ leakage. A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category of ¿leakage¿. No instruction for use (IFU) or training deficiencies were identified. Manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Since the esheath, delivery system, imagery, and procedural videos were not provided for review, the complaint for balloon ¿ leakage was unable to be confirmed. Due to the unavailability of the relevant device (delivery system), engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing nonconformance was unable to be identified. A review of the manufacturing mitigations in place supports that the delivery system has proper inspections in place to detect issues related to the reported event. Based on the DHR, lot history, and complaint history review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. No training/IFU deficiencies were identified. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. Patient/procedural factors that can result in balloon leakage include the following: · excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) can result in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). · calcification in the patient anatomy can damage the inflation balloon and/or crimp balloon. The complaint description indicated that blood was noticed in the atrion during inflation, and that the valve needed to be post-dilated, but that it ultimately was able to be implanted. Because the balloon was able to be partially inflated before the leak was noticed, it is likely that the leakage was caused by a pinhole in the balloon rather than a full radial tear in the crimp balloon near the I/c bond. Available information therefore suggests that patient factors (calcification around aortic annular region) and/or procedural factors may have contributed to the reported event. However, a definite root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for balloon ¿ leakage was unable to be confirmed. Available information suggests that patient factors (calcification around aortic annular region) and / or procedural factors may have contributed to the reported event. However, a definite root cause is unable to be determined. Since the applicable devices (delivery system) were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. Review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category ¿leakage.¿ since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no product risk assessment nor preventative or corrective actions were required.